Manufacturer narrative:
Both the device and lead remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during non-invasive programmed stimulation (nips) testing, out of range shock impedance measurements were observed. Defibrillation threshold (dft) test was later performed with successfully conversion of 43 ohms in the triad configuration and the right ventricular (rv) coil to can was 113 ohms. All measurements are normal since. Physician will continue to monitor the patient.